Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the electrode was missing when they removed the sensor from the site of insertion. Customer's blood glucose value was unknown. Sensor will not be returned for analysis.